Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report.(B)(4). Carefusion technical support recommended to the customer to return the device or allow for field service to evaluate the device as the reported issue may recur, but the customer refused at this time. At this time, carefusion has not received the suspect device for evaluation and the device is not available for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is freezing up. The issue occurred during use on animal studies. At this time, it is unknown whether there was any patient consequence associated with the event. The customer reported that the ventilator remained on their patient and they were unable to switch it out as they did not have a replacement device to switch the patient to. The customer requested a field service call but later cancelled it, stating that the problem self corrected itself and they would call back if it occurs again.